Manufacturer narrative:
Additional manufacuring narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. Model number corrected from 9500 to 25052.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
Customer reported, "some of the cchd results have been fake positive or signal is getting lost during the measurement. For example, the spo2 starts to oscillate even when neonate is totally calm. The sensor loses or restarts the test showing an alarm with problems about values and it can happen up to 3 times in the same patient. There have also been measures that taken once the result is negative and retaken is positive." No known impact or consequence to patient.